Event description:
During a calcified right and left common iliac kissing balloon dilation procedure, both catheter balloons burst on the first inflation at 8 atm. The catheter were removed with no pt injury or further complications being reported. Replacements weren't needed as the flow rate was improved using the reported catheters.